Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the vcare medium (34mm) cup #60-6085-201a, unknown lot, qty 2, recently experienced by (B)(6) / (B)(6)hospital on an unknown date. Information received was that ¿vcare devices snapping on the neck near the handle¿. It is noted there was no impact or injury to the patient. Additional information provided notes the issue occurred during robotic hysterectomy and clarified as the handle came loose & spun (adherence ¿snapped¿) while manipulating the uterus. The white handle shaft did not break apart, nothing fell off or detached. Procedure completed robotically as expected using another vcare. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Investigation of the customer's complaint is inconclusive. The device in question is not available for evaluation by conmed. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and root cause cannot be identified. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. (B)(4). Instructions for use (IFU) provide the user with detailed information regarding proper care & use of device. The cup locking mechanism must be locked at all times when using. IFU advises user to check the pilot balloon frequently to ensure inflation of intrauterine balloon. If balloon ruptures stop all manipulation immediately, remove vcare & replace with new vcare. IFU gives specific direction as to safely & carefully removing the vcare after use. IFU advises to fully aspirate air from intrauterine balloon to deflate. This allows intrauterine balloon to be removed from uterus. Unlock locking mechanism & retract to the handle. Swipe finger around edge of vaginal cup & separate the tissue from the cup to prevent tissue damage. Fully retract vaginal cup to the handle. Carefully remove device from vagina. Dont use excessive force to avoid traumatizing the vaginal canal. Upon removing, visually inspect vcare & patient to ensure the entire device was properly removed & no components were retained in patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the vcare medium (34mm) cup #60-6085-201a, unknown lot, qty 2, recently experienced by (B)(6) hospital on an unknown date. Information received was that ¿vcare devices snapping on the neck near the handle¿. It is noted there was no impact or injury to the patient. Additional information provided notes the issue occurred during robotic hysterectomy and clarified as the handle came loose & spun (adherence ¿snapped¿) while manipulating the uterus. The white handle shaft did not break apart, nothing fell off or detached. Procedure completed robotically as expected using another vcare. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.